Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they sensor problem. Customer's blood glucose at time of incident was 6.5mmol/l. The customer stated that the 2 sensor was not possible to connect with pump and the third sensor worked. The customer removed the sensor and he noticed the electrode is short. The customer agreed that we will send two replacement sensors for the sensors lost.